Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and air bubbles in the reservoir. The customer had not reported any symptoms and was treated with syringe. Customer's blood glucose value was 15 mmol/l at time of incident. Customer's current blood glucose value was 9.0 mmol/l. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined troubleshoot for high blood level. The customer size of air bubbles is soda bubble size in reservoir. Air bubbles were not removed successfully. The product was not returned for analysis.